Event description:
A report was received that the patient underwent a lead revision due to lead erosion. The physician buried the leads deeper and sutured them in place. The patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the devices found them to be satisfactory.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet; model # sc-2366-50 serial # (B)(4) description: linear 3-6 50cm lead. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient underwent a lead revision due to lead erosion. The physician buried the leads deeper and sutured them in place. The patient is reportedly doing well.